Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have grip input disk broken. Input disk 6 was found completely broken from the inside of the housing. This caused the instrument not to articulate correctly. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user noticed that the fenestrated bipolar forceps instrument was not articulating properly. The procedure was completing as planned with no reported injury. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was removed and replaced with a backup of the same kind. The reporter confirmed the event date was 09/17/2024.